Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this unknown device exhibited an out of range shock impedance measurement. Additional information was requested from the field in which no new pertinent information was received. No adverse patient effects were reported.